Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due to syncope/near syncope. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead displayed occasional ventricular undersensing on the stored egm. Follow-up was conducted with the patients clinic and the allied health professional (ahp) at the clinic indicated that the patient had passed away four days after the ed visit. Further follow-up was conducted with the funeral services and the implantable cardioverter defibrillator (ICD) system was not removed from the deceased and the listed cause of death was ventricular fibrillation (vf).